Event description:
It was reported that a small volume multirate infusor delivered its contents at a faster than expected rate. According to the report, the device was filled with 30 mg of morphine in 100 ml of a physiological solution and connected to the patient in the late afternoon with the flow rate set to 2 ml/hour. The device was checked at 9 pm of the same day and was found to be full of drug. The device was then checked at 6am of the following day and found to be completely empty. Total infusion lasted 12 hours. The expected infusion duration was 50 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 14k066 was manufactured from october 27, 2014 ¿ october 28, 2014. One actual unit was received for evaluation. Visual inspection on the unit revealed no signs of physical abnormality that could have caused the reported problem. A functional flow rate test was performed on the unit and the flow rates were found to be within the specification range. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.